Event description:
A malfunction was reported on the customer's pump, which failed to reset despite attempts with different cables, causing it not to turn off. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller by providing pump reset information and determined the pump needed replacement. The customer is using multiple daily injections (mdi) as a backup therapy,